Event description:
Patient reported, right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. Healthcare professional later reported right breast cancer which is not device related. The device has been explanted.

Event description:
Patient reported, right side rupture. Healthcare professional, later reported, right breast cancer. Which is not device related. The device has been explanted.

Manufacturer narrative:
Correction to h.11.: of supplemental medwatch #1: additional, changed, and/or corrected data: b.5., d.1., d.2a., d.2b., d.3., d.4., d.6a., d.6b., g.4., h.4., h.6., h.11. Photo analysis: visual analysis of the photographs identified: rupture: not observed. Cancer: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, g2, h6, h11.